Manufacturer narrative:
Lot 17k046 was manufactured october 30, 2017 ¿ october 31, 2017. The device was received at the plant for evaluation containing approximately 81 ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye shows no signs of blockage or physical abnormality that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse. This was noted after the device had been connected to the patient for approximately two days. The device had been filled with fluorouracil in 0.9% sodium chloride solution. The patient¿s peripherally inserted central catheter (PICC) line was checked after the device was disconnected, and the lumen was found to flush and give blood return. There was no report of patient injury or medical intervention associated with this event. No additional information is available.